Manufacturer narrative:
(B)(4)

Event description:
An infection was reported. Pump was explanted. The drug or compound used in conjunction with the device system is unk. Add'l info was requested and will be provided when it becomes available.